Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to 252 mg/dl. As treatment, the patient applied a new pod and performed a correction.